Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 600 mg/dl. The customer experienced symptoms of headaches and vomiting. The customer stated that they were a brittle diabetic with a virus that may have elevated the effects of the diabetes. The customer was treated for their blood glucose with manual injections. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.